Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the during the pre-screening for a hip surgery, they noticed their bladder was not completely emptying so a urine test was taken. The patient also noticed they had a urinary tract infection (uti). The device was turned off for the surgery and then they turned it back on (back up to about 3). There were no further complications reported or anticipated.

Manufacturer narrative:
Date of event for the uti was reported as: 2018 (patient stated 'maybe like 2 weeks before my hip surgery which was on (B)(6) 2018). If information is provided in the future, a supplemental report will be issued.